Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the broken dongle was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system is in estop because a piece broke off of the system. No further information was provided. There was no patient present when this issue occurred.